Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noted that the image was flickering when the illuminator was turned on. The fse replaced the illuminator and lamp module to correct the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported failure with the illuminator as error 48247 (illuminator error lamp module advisory) was found in the logs. The illuminator was installed into a printed circuit assembly (pca) system and it failed upon the power up with a flickering image. Upon visual inspection, the illuminator had a broken stand off and the fans were dusty.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the image was flickering. The technical support engineer (tse) asked the operating room (or) staff to check the camera cable connections to ensure they were tight and secured. The or staff confirmed the camera cable connections were secured properly, but the image was still flickering. The tse had the or staff swap to a backup camera cable but the issue remained. The tse had the or staff replace the camera head and endoscope, and cycle the vision side cart (vsc) circuit breaker while replacing the camera head, but the issue was still present. The tse had the or staff disconnect the digital video interface (dvi) cable while the system was powered off; the system powered on and homed successfully, but the image was still flickering. The tse had the or staff restore to factory settings on the vsc touchscreen video settings menu; the customer reported that the image was still flickering on both the vsc touchscreen monitor and surgeon side console¿s left and right eye. The tse then advised the or staff that the system would need service. The or staff stated that they would inform the surgeon, but were unsure of how the surgeon would proceed. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: system functionality was checked upon powering on the system. The system initially powered on without any errors. The issue occurred at the start of the procedure (ports were placed). The surgeon was not able to see through the high resolution stereo viewer (hrsv) and go into following mode. The procedure was cancelled. There was no harm to the patient. The customer was not able to provide information about the patient's medical history nor the patient demographic information.